Event description:
Per the clinic, the patient developed an infection at the incision site and was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.

Event description:
Per the clinic, it was reported that the device extruded out of the incision site. Additional information has been requested but has not been made available as of the date of this report.